Event description:
A malfunction occurred on the customer's pump, but no notable events led to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and confirmed that the customer would switch to multiple daily injections as a backup therapy to avoid interruption in insulin delivery.